Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2009 continued stress urinary incontinence. It was reported that patient underwent the following additional procedures: (B)(6) 2008: mesh revision/removal due to non-healing over mini arc sling; (B)(6) 2009: mesh explant due to continued stress urinary incontinence and mesh erosion; (B)(6) 2009: mesh explants due to mesh erosion.

Manufacturer narrative:
Date sent to the FDA: 03/17/2016. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and a mesh was implanted. It was reported that following insertion the patient experienced chronic utis, hesitancy, bloating, dyspareunia, vaginal scarring and the need for a corrective procedure. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure and has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.